Manufacturer narrative:
Product event summary: the device was returned and analyzed. An issue was observed with the device; not affecting electrical performance. Analysis of the device memory had an observation relating to the battery longevity estimator. The device is performing as expected, and current drain in the device appears normal based on use conditions and programmed parameters. The shorter than expected longevity estimate is due to a software estimator error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, noise and oversensing. It was also reported that the high thresholds resulted in a shortened battery longevity on the implantable pulse generator (ipg). The ra lead and ipg were removed and replaced. No patient complications have been reported as a result of this event.